Event description:
Complainant alleged that during a routine shift check by a clinician, the device history log stated "h-bridge test failed". Complainant indicated that there was no patient involvement in the reported malfuntion.